Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "multiple weird errors, there were 5 five very long error codes" was confirmed by service as a user interface module printed circuit board failure (uim pcb). This condition was caused by a defective uim. The uim pcb was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. However, during previous service, the uim pcb was replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump there were "multiple weird errors, there were 5 five very long error codes;" this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. Report 3 of 5. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.